Event description:
It was reported that during a right hemicolectomy/tah-bso, the device was being fired the staples and were not crimping correctly. The device did not staple at all which led to cancer cells spreading to other areas. Another device was used to complete the case.

Manufacturer narrative:
Date sent: 04/30/2009. Information anticipated, but unavailable at this time.